Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspections confirms multiple nicks, scratches, gouges and wear on the device. The device was manufactured in 2013. The device shows sign of significant wear/use. A functional evaluation was conducted with a mating device that confirms the stated failure that the knob is broken and will not lock in place. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that this 3 degree varus valgus adjustment knob is broken. Relevant information that describes the product problem and/or adverse event was not provided. It is unknown whether the incident happened or not in a surgical environment or as consequence of a surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.